Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unexpected contamination. In (B)(6) 2025, the aspiration channel tested positive for more than 100 colony forming units (cfus) of pseudomonas aeruginosa and the water channel tested positive for less than 10 cfus of pseudomonas mosselii. The scope was reprocessed and then tested negative. In (B)(6) 2026, the distal end and aspiration channel tested positive for staphylococcus warneri. The scope was reprocessed and then tested positive for 200 cfus of pseudomonas mosselii. The scope was reprocessed a third time and the scope tested positive for 4 micrococcus luteus and 1 cfu of coagulase negative staphylococcus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.